Manufacturer narrative:
Unit passed displacement test and selftest. Multiple pump error 63 alarms were present in the pump history file, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window, creased display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hardware low level failure. Customer was able to complete rewind. Customer performed self test and test did not pass. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.